Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to get the helix to retract on the right ventricular (rv) lead. The lead was removed and a new lead was implanted without incident. No patient complications have been reported as a result of this event.

Event description:
The lead has been returned and analysis has been completed.

Manufacturer narrative:
Product event summary: the full lead was returned and analysed. Analysis was performed and no anomalies were found.